Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient who is having problems with their implantable neurostimulator (ins). They clarified the "problems" was the patient is experiencing pain in their panty line, near the opening of the vaginal area. They said at first they didn't think it was the ins, but now believes it is. The pain was first mild and only during intercourse, but then it started bothering the patient when they were on their feet. The pain became uncomfortable at night and gradually got worse. In november of last year, the pain really started bothering the patient. They saw their healthcare provider (hcp) who did a CT scan and multiple x-rays to no success. As a result, the hcp directed them to their gynecologist who suggested 10 weeks of physical therapy. From the physical therapy, the conclusion was the ins was affecting a nerve. The physical therapist found that if they decreased stimulation, the patient didn't receive therapeutic effect. The therapist called the manufacturing company to no success. Stimulation can't be increased either or it would be painful and the patient wouldn't be able to walk. Within the last 2-3 weeks, stimulation has been bothering them when set to "3. Something." As a result of the pain, the patient is sleeping in certain positions to keep it from hurting in that one spot. They cant turn stimulation up 1-2 notches because it takes the patient to their knees. They take diarrhea tablets all the time, 6-9 tablets and 3-4 tablets when the patient is at home because the ins isn't doing its job. They haven't considered changing to a different program because nobody has returned the patient's call and they don't know what to do. Troubleshooting was offered, but the patient declined and inquired to meet with a manufacture representative (rep) in their hcp's office. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported their healthcare professional (hcp) took an x-ray of the device and it looked fine. The patient stated she had a ¿sharp needle feeling on the left side, that was extremely painful.¿ the patient added she was pretty sure it not was related to the device or therapy. The patient stated that it may be due to nerve damage and that the pain had been getting worse. The patient stated she had seen 5 doctors regarding the pain. The patient noted the pain began in (B)(6) 2016. There were no further complications that have been reported as a result of this event. The patient is implanted for bowel dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.